Manufacturer narrative:
This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2011-00199 and 3003742446-2011-00266. Correction: target lesion location initially reported incorrectly as first obtuse marginal. The correct target lesion location is the first diagonal. Information received from the cypress study indicated that a patient experienced a coronary artery dissection and plaque shift occurred during a coronary artery intervention. The patient's medical history is significant for angina, hyperlipidemia, hypertension, gastric reflux disease, and seasonal allergies. The indication for the procedure was stable angina. The target lesions were the mid left anterior descending artery (lad) and the first diagonal (dx). The initial plan was to treat the dx, but there was concern for plaque shift which did occur, thus resulting in stenting of the mid lad, and further treatment for the edge dissection that occurred in the lad. The dx was described as de novo, 80% stenosed and being a side branch of less than or equal to 2.5mm. The lesion was pre-dilated followed by the implant of a 2.25mm x 8mm cypher stent at 12 atms. The stent was post-dilated and the reported residual stenosis was 0%. Plaque shift occurred after implant resulting in the need to stent the mid lad. The lad was described as de novo, bifurcated, and 50% stenosed. The lesion was direct stented with a 3.0mm x 13mm cypher stent at 12 atms. A type a edge dissection occurred after implant, the stent was then post-dilated with an unknown 3.0mm x 12mm balloon at 12 atms, followed by the implant of a 3.0mm x 8mm cypher stent at 12 atms to successfully treat the dissection. The second stent was not post-dilated and the reported residual stenosis was 0%. (B)(4) - the product remains implanted in the patient; therefore, it is not available for evaluation. However, a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15069774 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Dissections and plaque shift are known potential adverse events associated with implanting coronary artery stents. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow. This action (inherent risk of the procedure) may have contributed to the event of plaque shift. The instructions for use (IFU) cautions that implanting a stent may lead to a dissection of the vessel distal and/or proximal to the stented portion. The act of coronary stenting in a bifurcation is associated with a low success rate, high rate of complications, and a high incidence of target vessel revascularization. Review of the available information suggests that aside from the inherent risk of the procedure that, vessel/lesion characteristics may have contributed to the event. There is nothing to indicate that this event is related to the design or manufacturing process therefore no action will be taken.

Manufacturer narrative:
New adverse event of coronary artery restenosis was entered into the database. The patient experienced unstable angina approximately twenty six months after the index procedure. The patient underwent revascularization of the targeted lesion one week later and the restenosis was treated with a CABG. The mid lad had 80% restenosis and it was reported that the prox lad lesion was within 5mm of the study stent. It was reported that event resolved and it was be probably related to the index procedure and probably related to the study stent. Per investigator, it is unsure if the lesion is within 5mm of the second study stent since the stents overlap. It was also reported that the stent in the 1st diag was patent. Concomitant medications include: atenolol 100mg qd, aspirin 325mg qd, prisolec 40mg qd, loratadine 10mg qd and rosuvastatin 20mg qd. Additional information will be submitted within 30 days of receipt. This is one of three products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00074, 003742446-2011-00199 and 3003742446-2011-00266.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The product is not available for evaluation.additional information will be submitted within 30 days from receipt.

Event description:
As reported by the (B)(4) study, the patient experienced a type a dissection during the index procedure. The target lesions were located in the mid left anterior descending (lad) coronary artery and first obtuse marginal. The lesion in the mid lad was described as 10mm in length, type c, de novo, bifurcated with side branch >= 2.5mm, non-thrombosed, 50% stenosed, with no calcification. The reference vessel was 3.0mm in diameter and non-tortuous. No pre-dilation was performed. A 3.0x13mm cypher rx stent was successfully implanted at 12atms. A type a dissection occurred after implantation. The stent was post-dilated with an unknown 3.0x12mm balloon catheter at 12atms and a 3.0x8mm cypher rx stent was successfully implanted at 12atms to treat the dissection. No post-dilation was performed. Residual stenosis was 0%. Pre and post-procedure timi flow was 3. The lesion in the first diagonal was described as 5mm in length, type c, de novo, 80% stenosed, non-thrombosed, side branch <= 2.5mm, with no calcification. The reference vessel was 2.25mm in diameter and non-tortuous. The lesion was pre-dilated with a non-cordis 2.2x12mm balloon catheter at 12atms. A 2.25x8mm cypher rx stent was successfully implanted at 12atms. Post-dilation was performed with an unknown 2.5x12mm balloon catheter at 12atms. Residual stenosis was 0%. Pre and post-procedure timi flow was 3. No dissection occurred during implantation of the cypher rx stent in the first diagonal. The event resolved without sequelae. According to the investigator, the event was related to cordis product.

Manufacturer narrative:
Updated complaint conclusion: as reported by the (B)(4) study, the patient experienced a type a dissection and elevated enzymes during the index procedure and approximately two years post index procedure suffered restenosis. This is a (B)(6) female with medical history including angina, hyperlipidemia, hypertension, gastric reflux, and seasonal allergies. The target lesions for the index procedure ((B)(6) 2010) were located in the mid left anterior descending (lad) coronary artery and first diagonal. The lesion in the mid lad was described as 10mm in length, type c, de novo, bifurcated with side branch >= 2.5mm, non-thrombosed, 50% stenosed, with no calcification. The reference vessel was 3.0mm in diameter and non-tortuous. No pre-dilation was performed. A 3.0x13mm cypher rx stent was successfully implanted at 12atms. A type a dissection occurred after implantation. The stent was post-dilated with an unknown 3.0x12mm balloon catheter at 12atms and a 3.0x8mm cypher rx stent was successfully implanted at 12atms to treat the dissection. No post-dilation was performed. Residual stenosis was 0%. Pre and post-procedure timi flow was 3. The lesion in the first diagonal was described as 5mm in length, type c, de novo, 80% stenosed, non-thrombosed, side branch <= 2.5mm, with no calcification. The reference vessel was 2.25mm in diameter and non-tortuous. The lesion was pre-dilated with a non-cordis 2.2x12mm balloon catheter at 12atms. A 2.25x8mm cypher rx stent was successfully implanted at 12atms. Post-dilation was performed with an unknown 2.5x12mm balloon catheter at 12atms. Residual stenosis was 0%. Pre and post-procedure timi flow was 3. No dissection occurred during implantation of the cypher rx stent in the first diagonal. According to the investigator, the event was related to cordis product. Additional information was received confirming plaque shift occurred with the 2.25 x 8mm cypher rx implanted in the first diagonal. There was no difficulty tracking the stent delivery system through the coronary artery. There was no difficulty crossing the lesion. The dissection was an edge dissection caused from stent implantation in the mid lad. The dissection was not flow limiting. Timi flow was 3. The patient did not experience any chest pain. There were no post-procedure ECG changes. Cordis product was not used for post-dilation of the cypher rx stents. The proximal edge dissection was treated with implantation of a second stent proximal to the initial stent in the lad. It was also noted that cardiac enzymes were elevated after the index procedure. The ck peaked at 94 (200), ck-mb peaked at 5.9 (5.1) and troponin peaked at 0.03 (0.11). Final results after post-dilation were excellent and the patient had an uneventful recovery. The patient experienced unstable angina approximately twenty six months after the index procedure. The patient underwent revascularization of the targeted lesion one week later. Additional information received: the restenosis was treated with a CABG. The mid lad was treated and per investigator, the event resolved. It was reported to probably being related to the index procedure and probably related to the study stent. Additional information received: at the time of revascularization, the mid lad had 80% restenosis and it was reported that the prox lad lesion was within 5mm of the study stent. Per investigator, it is unsure if the lesion is within 5mm of the second stent since the stents overlap. It was also reported that the stent in the 1st diag was patent. (B)(4). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot (B)(4) revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Dissection is a well-known and extensively documented potential complication of this type of procedure and is listed in the instructions for use (IFU) as such. The physical manipulation inherent in the stent implantation procedure intentionally disrupts the vessel plaque and intima in an effort to reconstruct viable patent vasculature and treat the atherosclerotic disease process. There is no evidence of manufacturing or design issues that contributed to the event. Inspections are in place to ensure that no damaged products leave the facility. No corrective action is required at this time. Elevated cardiac enzymes are a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from (B)(4), from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and hyperlipidemia.

Event description:
Additional information was received confirming plaque shift occurred with the 2.25 x 8mm cypher rx implanted in the first diagonal. There was no difficulty tracking the stent delivery system through the coronary artery. There was no difficulty crossing the lesion. The dissection was an edge dissection caused from stent implantation in the mid left anterior descending (lad) coronary artery. The dissection was not flow limiting. Timi flow was 3. The patient did not experience any chest pain. There were no post-procedure ECG changes. Cordis product was not used for post-dilation of the cypher rx stents. The proximal edge dissection was treated with implantation of a second stent proximal to the initial stent in the lad. Final results after post-dilation was excellent and the patient had an uneventful recovery.